Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a vessel puncture closure using a starclose device. Reportedly, the sheath would not split beyond halfway down. A new starclose was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The adverse event was related to the case conditions and cannot be replicated in a lab environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. Based on the case information, the cause for the difficulty cannot be determined. The subsequent treatment is related to the circumstances of the procedure. There is no mechanical issue or indication with the return device to explain the difficulty. In this case, it may have been an angle of insertion issue or a tissue/ calcium interaction; however, this cannot be confirmed. There is therefore, no indication of a product quality issue with respect to manufacture, design or labeling. D1 correction: brand name updated d2a correction: common device name updated d3 correction: name, address updated d4 - lot number updated from unknown to 3101841 d4 - catalog # updated from unk starclose se to 14679-02 d4 - primary UDI number updated from unknown to (B)(4).